Event description:
Attached alaris dial-a-flow IV set to the bag of phenylephrine 10mg which was connected to the primed cardiopulmonary bypass circuit prior to any patient coming into the operating suite. The medication line was primed, the dial-a-flow was placed in the off position and the phenylephrine continued to flow wide open. If the practitioner hadn't noticed, there could have been a whole bag of phenylephrine inadvertently added to the cardiopulmonary bypass circuit.